Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas inlet valve was replaced to resolve the issue. No patient information provided to date after calls to customer 11/29/22 and 12/12/22. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The unit was restarted and case resumed. There was no patient injury.